Event description:
A malfunction was reported on the pump, which occurred after the pump got wet. There was no report on whether the issue impacted the customer¿s blood glucose level. Tandem technical support decided to replace the pump, although the customer currently has no backup insulin therapy available. The caller was advised to contact their healthcare provider for additional support. The warranty on the pump had expired, and the customer expressed interest in obtaining an out-of-warranty loaner pump.